Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that 3 months following implant of this transcatheter bioprosthetic valve, the patient had complications of pneumonia, weight loss and progressive functional decline, prompting enrollment into hospice care. Subsequently the patient expired. The exact cause of the death was not reported, however per the physician, the death was related to the procedure and the device.